Manufacturer narrative:
Internal file number: (B)(4). Lot number changed from 8020941 to 8050141. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and thrombosis are listed as foreseeable events. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, thrombus was observed in the stent. The patient's health was declining prior to device use. It was confirmed that the location of the lesion was the obtuse marginal. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-coronary marginal artery that was mildly calcified, mildly tortuous and 90% stenosed. Prior to this procedure, the patient presented with cardiac arrest. The lesion was pre-dilated with an nc balloon dilatation catheter. The xience xpedition 2.75 x 48 mm stent was successfully deployed and the patient was moved to the ward. However, after some time, the patient died in the ward the same day due to cardiac arrest. In the physician's opinion the xience "xpedidtion" did not cause or contribute to the death, however, thrombus was observed. There was no issue with the device, patient health was declining prior to device use. No additional information was provided.